Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 bursts of inappropriate anti-tachycardia pacing (atp) and 5 electric shocks for what appeared to be atrial driven arrhythmia. Technical services (ts) suggested reprogramming options. No additional adverse patient effects were reported. Device remains in service.